Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was to be implanted to treat a stricture in the mid esophageal during an esophageal stenting procedure performed on (B)(6) 2026. During the procedure, approximately 95 percent of the stent was successfully deployed and expanded well. However, during the final stage of deployment, when the physician attempted to expand the remaining 5 percent of the stent, it failed to open as expected. The device was subsequently removed from the system, after which the stent expanded normally outside the patient. Another ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block b5 and h6 (device code) has been updated with the additional information received on january 20, 2026. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0401 captures the reportable event of suture break. Block h11: an ultraflex esophageal stent was not returned for analysis. A media inspection was performed using the photographs provided by the complainant. Based on the images, there is evidence that the device was missing its suture and missing the stent component. The photographs also show the original product pouch with its corresponding label, including the involved lot number and upn. No other damages were noted to the stent and delivery system. Product analysis could not confirm the reported event of stent partially deployed and stent suture break through physical evaluation, as the device was not returned for analysis. Based on the event description and the information provided by the customer, there is insufficient evidence to determine whether the stent partially deployed and stent suture break events were due to physician manipulation/technique during the procedure or related to a device malfunction. The investigation concluded that without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, due to the lack of evidence and without proper evaluation of the complaint device, unable to exclude device problem is selected as the most probable root cause.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was to be implanted to treat a stricture in the mid esophageal during an esophageal stenting procedure performed on (B)(6) 2026. During the procedure, approximately 95 percent of the stent was successfully deployed and expanded well. However, during the final stage of deployment, when the physician attempted to expand the remaining 5 percent of the stent, it failed to open as expected. The device was subsequently removed from the system, after which the stent expanded normally outside the patient. Another ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. ***additional information received on january 20, 2026. *** it was reported that the tread of the stent breaks down unable to release the stent.